Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the jaw could not be opened after the first firing. When the jaw was touched with forceps several times, it eventually opened. Another device was used to complete the case. There were not adverse consequences to the pt.

Manufacturer narrative:
Date sent: 5/4/2009. Info anticipated, but unavailable at this time.